Manufacturer narrative:
An event regarding stem fracture involving a restoration modular stem was reported. The medical review also confirmed lack of bone ingrowth fixation (loosening) for the restoration modular body. The device was returned assembled to the femoral head and the proximal portion of the stem. The absence of bony on-growth was noted. A medical review was performed and concluded: fatigue accumulation around the proximal rm stem section was caused by a bone defect condition on the medial side of the rm body in combination with retained bone cement around the lateral body area preventing proper bone ingrowth fixation of the proximal rm body. A patient fall in (B)(6) 2009 with acute overload by trauma quite likely triggered completion of the fracture although it took a few months more before complaints were severe enough to seek medical attention after which the problem revealed itself and revision surgery was performed. Device history review and complaint history review could not be performed as the lot ID is unknown.

Event description:
The sales rep has reported that she attended a case on (B)(6) 2015 which was scheduled to revise a broken restoration stem. The stem was originally implanted on (B)(6) 2009. In (B)(6) 2015, the patient reportedly suffered a fall and experienced slight pain, which subsided. In (B)(6) 2015, the patient was walking up some stairs and the pain returned, this time the pain did not subside. The patient's gp referred her for an x-ray which confirmed that the stem had broken, however the bone was in tact.